Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h4, h6, h11 the customer contacted olympus technical assistance support (tac) via phone. The customer called because they are getting scope communication error. No code with the error. During the call, we check cabling / settings. Everything is good. Tac asked the customer the check the lamp hours on the light source; customer feedback was lamp is ready 500 hours. Tac told the customer to replace the lamp and leave the entire system on for about 1 hour. See if the error comes back. Customer is doing this now. Tac called the customer to follow up with this request. Customer communicated to tac the unit is now working fine. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had scope communication error. There was no report of patient involvement.